Event description:
Customer reports lancet sticks out after being fired, while using the multiclix lancet device. No accidental stick reported. No adverse event reported. A request was made for return of the suspect product, and a replacement was sent.